Manufacturer narrative:
(B)(4). Approximate age of device - 1 years 2 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to fever and chills. A culture of the driveline site grew pseudomonas. Antibiotics were administered for treatment. The patient was discharged on (B)(6) 2016 with improvement in symptoms. The patient will continue with IV antibiotics at this point.